Manufacturer narrative:
(B)(4). The device was returned for evaluation containing no fluid in the reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A flow rate test was conducted and found the flow rate to be within the specification range for the product. The evaluation did not confirm the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Concomitant products: concomitant medical products: 2400mg of desferrioxamine in 55 ml of 0.9% sodium chloride. . Device manufacture dates for lot 13k015: october 2, 2013 - october 7, 2013 a request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor under-infused. This occurred during a patient infusion of 2400mg of desferrioxamine in 55 ml of 0.9% sodium chloride. The reporter stated that the infusion was expected to last 12 hours; however, after 13 hours, it appeared that the infusion had not completed. There was no patient injury or medical intervention associated with this event. No additional information is available.